Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pacemaker dependent patient received a patient notifier. The clinician reviewed the alert via merlin.net and found the device to be at eri. Three days post alert, the device was at eol and could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the battery was found to be below expected limits. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.